Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer lid was failing to stay closed, and few pockets were jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed to stay closed. The field service engineer (fse) found that loose latch nuts were not holding the bolts, causing the drawer to latch improperly. The bolts were tightened, and jammed latches were released to resolve the issue. The customer inventoried medication to confirm proper drawer function. A functional test and diagnostic were performed successfully. The system functioned as intended after the field service engineer repaired the device.